Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user's connector broke inside the ilet when trying to connect after getting out of the shower. The user said it was stuck with insulin inside. The user was able to resolve the issue with pliers and perform a supply change. There was no report of any end-user harm or adverse event associated with this report.